Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after a cardiac catheterization procedure. Reportedly, an unspecified device failure occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned revealed the device was received fully clip deployed. External components were in the correct position and undamaged. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event occurred within the last three weeks. The device was received. Investigation is not yet complete. A follow up report will be submitted with all addition relevant information.